Manufacturer narrative:
The issue was discovered while the field service representative (fsr) was onsite for a service call. He replaced the internal power cable. The unit operated to the manufacturer's specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the internal power cable was found to have the yellow wire cut and exposed. There was no patient involvement.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the damage to the pumps internal power cable. Further testing could not be done due to the condition of the cable. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.